Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124e, serial/lot #: (B)(6), ubd: 27-feb-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of an unknown sized aaa. It was reported on the date of the CT on the (B)(6) 2025, bilateral ib endoleaks were noted. It was said the iliac limbs had pulled up into the sac creating the ib endoleak. Future treatment is planned which will include coil embolization and extension limb placement. Per the physician the cause of the ib endoleaks was anatomy and short dilated common illiac arteries. No additional clinical sequalae were provided and the patient will be monitored.